Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had to pressed act button more than once to get it to work, screen back light dimming hard to read. Customer's blood glucose value was unknown. Customer stated that the insulin pump had cracked on the screen difficult to read and crack on insulin pump near reservoir. Customer stated that battery life diminished but not less than 7 days and insulin pump received unexplained no delivery alarm. Customer stated that insulin pump required to prime more than once. The device will not be returned for analysis.